Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. (B)(4) devices were received for evaluation; (B)(4) events were confirmed during testing. (B)(4) devices were found to be affected by worn components upon disassembly. There were no remedial actions taken.  This device is not labeled for single-use.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device overheated. There was no patient involvement; no patient impact.